Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; the patient had a PICC catheter inserted on (B)(6) 2025. The insertion process was smooth, and the patient received routine drug infusions without any problems after insertion. The patient visited the PICC outpatient clinic at the hospital every week for maintenance. At 3:00 p.m. On (B)(6) 2025, during maintenance at the PICC outpatient clinic at the hospital, the nurse found fluid leaking from the catheter while flushing it. The nurse found a crack in the catheter 7 cm from the wing tip. The catheter could not be used and the nurse opened a new batch of catheters and reinserted the catheter into the patient.